Event description:
Hip replacement hardware was implanted in 2006. Post-op patient experienced pain and diagnostic tests of 2008, revealed a broken cable from pioneer's gtr system. Pioneer was notified in 2009, by registered letter from the patient's lawyer. It is unknown if the implant remains in the patient.